Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised for unknown reason. Update rec¿d 03/06/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, elevated ions and metallosis. Adding the stem to the complaint for elevated ions. Complaint was updated 03/13/2017. Update jun 23, 2017: legal medical records received. In addition to what was previously reported, litigation also alleges inability to do daily activities. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and pathologic fracture of his greater trochanter. On the revision note it was mentioned that he had fluid within the hip capsule and debris within the fluid. In addition there was some lysis found minimally within the pubis. There was significant lysis posteriorly found within the trochanter lateral to the edge of the stem. The stem was well fixed. The lateral shoulder was debrided where there was some metallosis within the trochanter. There was no impingement. Thromboembolic disease of 5% was discussed, especially due to the fact that he has recent cancer. He consented to the procedure. There are no laboratory values provided. This complaint was updated on: jul 3, 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: the patient was revised for unknown reason. Litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, elevated ions and metallosis. Adding the stem to the complaint for elevated ions. Doi: (B)(6) 2009 dor: (B)(6) 2017 (right hip). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Update jun 23, 2017: legal medical records received. In addition to what was previously reported, litigation also alleges inability to do daily activities. After review of medical records for MDR reportability, it was reported that the patient was revised to address metallosis, pain and pathologic fracture of his greater trochanter. On the revision note it was mentioned that he had fluid within the hip capsule and debris within the fluid. The hip had a brown discolored sandy material. In addition there was some lysis found minimally within the pubis. There was significant lysis posteriorly found within the trochanter lateral to the edge of the stem. The stem was well fixed. The lateral shoulder was debrided where there was some metallosis within the trochanter. There was no impingement. There are no laboratory values provided. This complaint was updated on: jul 3, 2017.

Manufacturer narrative:
(B)(4). For product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised for unknown reason. Update received 03/06/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, elevated ions and metallosis. Adding the stem to the complaint for elevated ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Updated patient harm of the unknown hip implant and added lawyer, the law firm in the facility name and lot number of the liner and head. Stem was also added to the impacted product due to elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.